Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no drawer failures in the station. A field service engineer (fse) ran the hardware test application (hta) and found no issues with the drawers or pockets, then reseated the row board cables and all rear drawer connections. Tested and verified functionality. Rebooted the station during repair, cleaned the electronics drawer and areas around the comm sled and power supply, verified no medications present and removed debris from the bottom edge of the back panel, reseated bus cable connections on all drawers, inspected all cables for physical damage, and confirmed eset 11 and rss 4.12 were installed. The system functioned as intended when the field service engineer checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1, 4.2 and 6 was failed and displayed an error message, device not detected on the bus. User tried to reboot and recover, but issue didn¿t resolve. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.